Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The findings of the product analysis pointed to the fact that the device is 7 years old, and had been repaired before. There were no known non-conformities in this batch. One of the two electrodes is broken. The suction tube took some impact. No manufacturing or material defects have been detected. In absence of material or manufacturing defects, the most likely cause is impact of some kind to the device, which is supported by the report that it broke during cleaning. Results: fatigue problem; fracture problem. (B)(4).

Event description:
It was reported that the break was discovered broken during cleaning. The user ¿just touched the instrument and the forceps broke on the distal tip.¿